Event description:
The biomed reported that in 2004, a 75ml integrilin was set to deliver at rate of 15ml/hr. Then, the nurse noticed that the bag was empty within 1hr. No patient injury.

Manufacturer narrative:
The pump was tested by the manufacturer and operated within specifications.